Manufacturer narrative:
The device was received by zoll canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing without duplicating the report. The customer was sent a replacement device. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shutdown. Complainant indicated that there was no patient involvement in the reported malfunction.